Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "pump gave more bolus than programmed. Delay in therapy: no. Need for medical intervention: no. Patient involvement: yes. Death / serious injury: no. Human harm: no. "